Manufacturer narrative:
Device evaluation in process but not complete. A follow-up medwatch will be submitted upon completion of evaluation.

Event description:
It was reported that during a procedure performed in (B)(6), the tulip head of the slp polyaxial screw splayed upon attempted insertion of the lock screw. The slp polyaxial screw was removed and replaced. No further information has been provided.